Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, blood leakage was seen from the rubber sleeve at the end of the blood collection needle. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1: initial reporter phone #: (B)(6).

Manufacturer narrative:
Investigation summary bd had not received any sample or photos for investigation. A total of 10 retained samples were used for functional tests, and no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, blood leakage was seen from the rubber sleeve at the end of the blood collection needle. There was no health impact or consequence reported.